Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer is comparing results from trueresult meter to another meter on (B)(6) 2015 at 03:58pm fasting and results are 164mg/dl with other meter and 129mg/dl with trueresult meter. Customer's expected results are 130-160mg/dl - fasting. Strip expiration date is 01/31/2018 and strip open date is (B)(6) 2015. Strips are stored in dining room. Reviewed meter memory: the 119mg/dl (B)(6) 2015 07:00:00 am fasting:yes, the 92mg/dl (B)(6) 2015 03:45:00 pm fasting:no, the 151mg/dl (B)(6) 2015 11:30:00 am fasting:yes, the 121mg/dl (B)(6) 2015 06:30:00 am fasting:yes, the 129mg/dl (B)(6) 2015 02:30:00 pm fasting:yes, customers concern: 92mg/dl, 129mg/dl.